Event description:
It was reported that the patient experienced six infusion set cannulas kinked from (b)(6) 2026. The blood glucose level was high, and the patient was treated with correction bolus via pump.

Manufacturer narrative:
Initial 3 of 6Based on the available information, this event is deemed to be a serious injury.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration NumberReporting Site: 8021545Manufacturing Site: 3003442380.